Manufacturer narrative:
It was reported that the patient has pain along the medial border of the tibia and posterior medial pain. The patient is also limping. The surgeon indicated that the event is possibly related to the device but may be secondary to some pes bursitis. The patient was sent for an injection and given nsaids. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain along the medial border of the tibia and posterior medial pain. The patient is also limping. The surgeon indicated that the event is possibly related to the device but may be secondary to some pes bursitis. The patient was sent for an injection and given nsaids.